Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/7/2020. H.6. Investigation: two 11499817-09 samples from lot 18045539 were received in opened packaging for investigation of complaints (B)(4); residual blood was present within each sample. A visual inspection identified the spike component had separated from the tubing joint and was missing from one of the returned samples; minimal residual solvent was visible at the affected tubing. No further separation or leakage was identified during testing of the returned samples. The details of this feedback were forwarded to the manufacturing site for investigation. They confirmed that the observed separation is likely to have occurred due to an insufficient amount of solvent having been applied at the affected component, this is a manual assembly process and is likely to have occurred to human error. A review of the production records for lot 18045539 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.

Event description:
It was reported that se bld 15dp 180mf 1vs dehp free leaked during transfusion. The following information was provided by the initial reporter: a leak was found during the transfusion at the junction at the injection site for 2 tubes of the same reference but from different batches and laid by 2 nurses. Different to 2 different patients. This resulted in labile blood product loss and necessitated a change of tubing.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that se bld 15dp 180mf 1vs dehp free leaked during transfusion. The following information was provided by the initial reporter: a leak was found during the transfusion at the junction at the injection site for 2 tubes of the same reference but from different batches and laid by 2 nurses. Different to 2 different patients. This resulted in labile blood product loss and necessitated a change of tubing.